Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances. They were also seeing "out of regulation" and "settings not available." When the rep did a connectivity check electrode 12 was out. When the rep did an impedance check 12 and 15 were around 35000. The patient was reporting that he could not turn up his intensities. The patients previous programming was programmed on 12 and 15 so rep just moved the programming so it was not on those electrodes and he was able to turn up his therapy again. The issue was resolved.